Event description:
Per medwatch mw5108771: spontaneous call from patient stating pump alarming "no disposable, pump won't run" (both pump). Instructed patient to change new cassette/tubing and to call back if any further issues. Patient did not call back. No issue with the pumps. Isolated cassette issue. Report submitted for cassette. Did not instruct patient to save cassette at this time. Minimal/insignificant interruption in infusion. No further information provided. No other side effects reported. Did not notify md. Dose or amount: treprostinil 130 ng/kg/min. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? No, isolated incident; what is the outcome of the event? Resolved. Describe in detail any, and all damage to the cassette: no apparent damage; has this incident happened with the past 6 months? No; has this patient reported a pump malfunction within the past 6 months? No.